Event description:
Pt was revised to address tibial loosening.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting prod error was contributing factor and the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.